Event description:
It was reported that the customer's insulin pump was not delivering insulin, however the was an absence of a no delivery alarm. Customer declined troubleshooting. Customer's blood glucose level at the time was unknown. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.